Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station black screen, did not power up. The field service engineer (fse) inspected the drawers individually and found that the auxiliary enhanced half-height drawer 1 was causing the black screen. They replaced two retractor bands, two drawer boards, and the pyxibus module controller (pmc) board. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was unable to be powered on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.